Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The non-calcified lesion was located in a restenosed stent implanted in an unspecified coronary artery. The implant date and the manufacturer of the implanted stent are unknown. The physician advanced the apex monorail 2.5 x 20mm through the previously placed stent to predilate the lesion. The apex was inflated three times to an unspecified number of "under nominal" atms, however, the balloon burst. The procedure was successfully completed with this device. No patient complications were noted and the patient's status was reported as "good".